Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the patient was contacted with follow-up questions. The patient alleged that the meter started to read inaccurately at 6:15pm on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of ¿17.3 mmol/l.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments). He reported that as a result of obtaining the alleged inaccurate high reading, he administered an increased dose of 15 units of humalog insulin at 6:30pm on (B)(6) 2016. He claimed that 10-15 minutes later, he developed symptoms of ¿low blood sugar, felt weak and was soaked in sweat.¿ he reported that on the way to take super candies, he ¿passed out¿, his son gave him orange juice and contacted the paramedics. He also reported that a result of ¿1.6 mmol/l¿ was obtained on the e.r. Meter at 7:45pm on (B)(6) 2016. He indicated that the paramedics gave him glucose gel and took him to hospital where he stayed overnight. No further treatment was provided in hospital and he was discharged on (B)(6) 2016. During troubleshooting, the csr established that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurate high result with the subject meter, administered increased medication based on the result and reportedly developed signs and symptoms suggestive of severe hypoglycemia requiring hcp intervention, after the alleged meter issue began.